Manufacturer narrative:
The pod arrived fully deployed, delivering less than 200 pulses. While no damages were observed on the needle mechanism, it could not be determined when the mechanism deployed. As a result, the cause of the reported needle mechanism complaint could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the canula was already sticking out of the pod when they were activating the pod; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was not worn.